Event description:
In our health-systems's (3 hospitals) IV rooms we identified a potential look alike mixup that could happen during sterile compounding. The attached image shows the similarities of two bd needles that we carried. One is a 19g precision glide needle and the other is a 19g (5 micron) bd filter needle. Both are in packaging of the same color, layout, etc. Our concern was that these were too similar in appearance and could easily result in a medication not being filtered when it should be. We also carry 18g and 16g bd needles which are more easily distinguished simply by color (pink and purple). We removed the 19g precision glide needles from our IV rooms which left us with 18g needles (pink on white labeling) and 19g filter needles (brown on white labeling). Additionally we identified that we should not stock 18g bd filter needles which are a pink on white label that would pose the same look alike issue with the 18g precisionglide needle that remains in our IV rooms. To help ensure we do not make unintended purchases of the needle types we do not wish to carry we removed the items from our purchasing catalog. We believe that this was worth noting to ismp for others to review what is in their compounding areas as well, as it is easily overlooked. Reasonable recommendations were provided to our bd rep for consideration to change label colors, label layout, or add an add'l label strip of color to filter needles. Reporter's recommendations: to help ensure we do not make unintended purchases of the needle types we do not wish to carry we removed the items from our purchasing catalog. We believe that this was worth noting to ismp for others to review what is in their compounding areas as well, as it is easily overlooked. Reasonable recommendations were provided to our bd rep for consideration to change-label colors, label layout, or add an add'l label strips of color to filter needles. (B)(6), access number: (B)(4).